Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out for normal eol, externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead was capped and replaced.